Event description:
It was reported that customer experienced repeated air bubbles and gaps in infusion set tubing during pumping, which customer believed caused pump alarms and stopped insulin delivery, and customer saw blood glucose reading reported only as ¿high.¿ customer stopped using pump around (B)(6) 2024, returned to multiple daily injections and gave correction injections for high blood glucose, and technical support completed cartridge troubleshooting and approved pump replacement while customer planned to locate pump for any further review.